Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on analysis completed on 9-nov-2018. It was reported that the device did not coil up successfully and got elongated when it was pulled and pushed. A stenosed target lesion was located at severely tortuous splenorenal vein. A 20mm x 50cm interlock was selected for use for the shunt embolization procedure . During the procedure, it was reported that the device did not coil up successfully and became elongated when it was pulled and pushed. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed missing coil fiber bundles. Device evaluated by MFR: the coil was returned; the pusher wire and the introducer sheath were not returned. The visual inspection showed that the coil was returned stretched and kinked. Microscopic inspection of the main coil showed that the zap tip has a smooth surface, the main coil was stretched and kinked, and some coil fiber bundles were missing. The interlocking arm was inspected and no anomalies were noted. The dimensional inspection of the zap tip outer diameter (od) and the primary coil od were within specification. The number of fiber bundles failed dimensional inspection as there were 18 fiber bundles instead of 20.